Event description:
Distributor requested repair of an ambulatory infusion pump due to "no disposable alarming". No patient details were provided.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition with a cracked front housing. Review of the device data log did not show any findings. Functional testing included use testing. The pump was started in application and the pump started double beeping with a cassette attached causing a "no disposable" alarm. The downstream occlusion sensor was replaced and the upstream sensor was recalibrated. The cracked front housing was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed. The root cause was attributed to the downstream occlusion sensor.